Event description:
Pt developed alk negative anaplastic large cell lymphoma of the breast in association with breast implant. Original implants were reportedly saline placed in 1987 at (B)(6) hosp. These implants were removed and new saline implants were placed in 1995 in (B)(6) (reported as mcghan textured saline implant, 380ml volume). On (B)(6) 2012, after the development of left peri-implant seroma, bilateral implants were removed and the left breast capsule was resected and positive for alk negative anaplastic large cell lymphoma. Pet was negative and bone marrow biopsy was negative for malignancy. Pt is currently on chemotherapy to eradicate residual disease, which will be followed by xrt to involved field of left breast. Pt also had a previous breast implant removed in 1995 as above. I don't know anything add'l about this implant.